Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal flex introducer sheath instructions for use, the nominal outer diameter of an 18fr sheath is 6.7mm. The IFU states ¿if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2018, an 18 fr gore® dryseal flex introducer sheath was used as part of an endovascular aortic repair. After all endoprostheses had been implanted, a final procedural angiograph reportedly revealed a dissection of the proximal aspect of the left external iliac artery. According to the report, a portion of the vessel was narrow (approximately 4mm in diameter). No further treatment was rendered and the procedure was concluded. The physician will continue to monitor the patient.